Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a burnt resin part at the tip. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no damage to conductor wire insulation. It was cauterization, dissection, tissue grasping, tissue traction surgical task. The issue was noticed during surgical procedure. There was no patient injury.

Event description:
Refer to h11 for follow-up information.